Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was no free space on the d drive. A field service engineer reimaged the station, attempted to push reset 11 to the station, time zone was set to the local conditions after setting the station configuration to auto launch the application, logged into the station and set the speed and duplex to 100 megabytes per second half duplex and restarted the data synchronize process, found all three stations were not crossing over information from the hospital network to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had no free space on the d drive. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.